Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported device operates differently (failure to seal) appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5x16 mm graftmaster stent was implanted to treat the perforation in the mid left anterior descending (lad) coronary artery, but the perforation did not seal with this stent. A second graftmaster, size size 3.5x26 mm was implanted and successfully sealed the perforation. There was no adverse patient sequela. There was no additional information provided.